Event description:
It was reported that a cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode, which led to pacing inhibition with asystole. Additionally, it was mentioned that the patient experienced symptoms from the pacing inhibition. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.